Event description:
The customer reported that while the unit was on a pt, the unit shutdown and would not restart. The pt was switched to another unit and therapy was continued. No pt injury was reported.